Manufacturer narrative:
Software investigation is in progress.

Event description:
A site rep reported that while in a cranial surgery, the surgeon alleged an inaccuracy of 2 inches after registering with touch-n-go. A medtronic rep instructed the site rep on how to re-register the pt with touch-n-go and they were able to register with a predicted accuracy of 3.4. The medtronic rep continued troubleshooting; instructing the site on how to register with tracer. The surgeon was able to successfully register with tracer, he verified his accuracy and the case proceeded as planned. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.